Event description:
International affiliate reports that hospital experienced a control release failure, weak needle attachment. There are no reported adverse consequences to the pt related to this event.